Event description:
It was reported during the procedure, when the subject stent reached the treatment site, it would not deploy after multiple attempts. During the delivery big resistance was encountered that resulted in the delivery pole being fractured. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the proximal end and hub of the stabilizer (inner body) was noted to be detached. The stent was noted to be partially extended from the distal tip of the delivery catheter. (Deployed post procedure) there was some slight deformation noted to the distal end of the deployed stent. There was a kink noted to the delivery catheter at 63cm from the proximal end. The stent stabilizer was kinked which coincided with the location of the delivery catheter kink. The distal taper tip of the stent stabilizer was noted to have been detached from the stabilizer. During the functional inspection the delivery catheter was flushed, and the stabilizer was attempted to advance to deploy the stent, however friction was experienced. The stent was removed by pulling gently. Once the stent was deployed, the stabilizer was removed from the delivery catheter. The delivery system was able to be advanced through a demonstration catheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent failed/unable to deploy and stent delivery catheter broken/fractured during use were both confirmed during device analysis. The other reported event of the stent delivery catheter/guide catheter friction was not confirmed. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was reported as 'moderately tortuous' with 70% stenosis and calcification. It was reported that 'the patient presented with severe stenosis of ba and the physician planned to perform balloon catheter dilation followed by stent implantation. After completing the balloon dilation, the physician selected a 3.0*20 stent. However, once the stent reached the lesion site, it could not be deployed from the stent delivery system despite multiple attempts. The physician then withdrew the stent and deployed it outside the body before replacing it with a new stent'. In the follow-up responses it was clarified that 'during the delivery, because of the big resistance encountered the delivery pole was fractured'. The delivery pole was later clarified to be the stent stabilizer. Finally, although the stent was unable to be deployed, in the follow-up responses the user replied that there was no difficulty pulling back the outer body which appears to be contradictory to the event details. The stent was returned for analysis partially deployed through the distal tip opening of the outer catheter. Once deployed fully, the stent was inspected and noted to be slightly deformed near the distal end. The outer catheter (stent delivery catheter) and the stabilizer were both kinked in the same location towards the distal end of the device. In addition, the dual taper tip was missing from the distal end of the stabilizer. It is not clear if the fracture which is referenced in the question/answer 'did the delivery catheter fracture during use inside the patient? Yes. After fractured, the system was taken out' refers to the proximal end of the stent stabilizer or to the dual taper tip at the distal end. It is highly likely that it refers to the proximal end as the physician would be unlikely to have been able to tell if there was damage to the dual taper tip prior to removing it from the patient. It is not clear exactly what occurred which led to this event. However, it is likely that a combination of the high percentage of calcification/stenosis and some unknown procedural factor resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The as reported events of stent failed/unable to deploy, stent delivery catheter broken/fractured during use and stent delivery catheter/guide catheter friction and the as analyzed damage of stent stabilizer broken/fractured during use (proximal and distal end), stent deformed, stent delivery catheter kinked/bent, stent stabilizer kinked/bent, stent failed/unable to deploy, stent stabilizer/catheter friction have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during the procedure, when the subject stent reached the treatment site, it would not deploy after multiple attempts. During the delivery big resistance was encountered that resulted in the delivery pole being fractured. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.